Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted due to sui, cystocele and rectocele. It was reported that following insertion the patient experienced pain and dyspareunia. It was reported that patient underwent a cystocele repair and takedown of sling on (B)(6) 2012 due to sui, pelvic pain, cystocele and rectocele. It was reported that the patient underwent a cystoscopy and urethral bulking with macroplastique on (B)(6) 2012 due to stress urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior-posterior colporrhaphy.